Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power; there was moisture and corrsion visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: a review of the black box showed evidence of power on reset events after a call service 128 alarm. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the display screen inside the pump. A leak test failed due a battery compartment leak. The pump powered up with auditory and vibratory alarms to a blank screen. The alleged power complaint was unable to be investigated due to the blank display. The pump cover was removed to find further moisture corrosion to the power printed circuit board. Unrelated to the original complaint, the battery compartment was cracked at threads on the side.